Manufacturer narrative:
The device was not available for analysis; therefore, no physical evaluation could be performed. As a result, the reported device performance allegation of device operates differently than expected cannot be confirmed. Tissue damage and cylinder migration are acknowledged within the dfu and are not associated with off-label use or failure to follow instructions. Additionally, based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment, indicating that manufacturing was not related to the reported event. Without the returned product for analysis and based on this investigation, a clear probable cause for the event cannot be established. Therefore, the conclusion code cause not established has been selected.

Event description:
It was reported that a patient with a tactra malleable device underwent replacement surgery due to dissatisfaction, stating that they did not like the device being rigid at all times. During the revision procedure, the physician confirmed distal crossover from the prior implantation. The entire device was explanted and replaced with a three-piece inflatable device. The physician stated being extremely cautious when placing the cylinders and ensuring they remained in their respective spaces. No further patient complications were reported.

Event description:
It was reported that a patient with a tactra malleable device underwent replacement surgery due to dissatisfaction, stating that they did not like the device being rigid at all times. During the revision procedure, the physician confirmed distal crossover from the prior implantation. The entire device was explanted and replaced with a three piece inflatable device. The physician stated being extremely cautious when placing the cylinders and ensuring they remained in their respective spaces. No further patient complications were reported.